Manufacturer narrative:
G4: 11jun2020; b4: 11jun2020. The user interface was replaced by the manufacturer's international service technician and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:21dec2020. B4: 04jan2021 . The user interface was received for failure investigation and the customer complaint was not verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jun2020.

Event description:
It was reported the device started up by itself. There was no patient involvement. The manufacturer's international service technician confirmed the issue and advised the user interface assembly needs to be replaced.